Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the scs system was last recharged approximately a month ago and stimulation was lost around the same timeframe. Reportedly, the external devices could no longer locate the ipg thus the device was confirmed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which the time the ipg was explanted and replaced with an updated model. Effective stimulation was achieved postoperatively. The issue is resolved.